Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since the patient was irradiated in another position than intended, although: there is no indication of an error or malfunction of the brainlab device the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place there have been no negative clinical effects for this specific patient reported to brainlab from the hospital. According to the results of brainlab investigation, the root cause for the incorrect patient position is an insufficient fusion between drr and x-ray images. This was apparently not detected by the user with the according verification functionalities of the software that are available, despite, due to the large shift to be applied after verification, a specific warning appeared to visually inspect the fusion result. There is no indication of a malfunction or quality or performance issue with the brainlab device. According brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.

Event description:
For a radiotherapy treatment on (B)(6) 2016 the patient was positioned at the linear accelerator using the brainlab exactrac x-ray positioning system: positioning correction was performed by taking x-ray images, which are automatically fused to the digitally reconstructed radiograph (drr). Based on that the software calculates the required shift to be applied and according position correction was performed. At this point apparently an undetected patient movement has occurred. After that x-ray verification was done to confirm the correct patient position. The result of verification revealed an additional shift for about 15 mm, which was applied. A second and third x-ray verification was performed to verify the patient position. The radiotherapy treatment was applied for this patient. When reviewing the data after the treatment, the hospital detected a misalignment of the patient position (deviation of about 20 mm from the intended treatment target). There have been no negative clinical effects for this patient reported to brainlab from the hospital.